Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012437261 was returned and analyzed. Visual inspection of the catheter displayed visible issues. The steering function was stuck, with the distal catheter tip only achieving approximately 90° rotation in both directions. Although the shape of the capture device was normal with no unusual features, the dual lumen was found detached from the shaft, and the braided section was ribbed. The catheter connected to a test catheter interface cable (cic) smoothly, without resistance, and the connection was secure, confirmed by both latches fully engaging into the catheter connector. Mechanical verification was performed. Despite efforts to soften the guidewire lumen using disinfectant to dilute potential dried blood, the slide control function remained stiff. While the steering function was not normal, allowing approximately only 90° rotation in both directions, the slide control mechanism was restricted, limiting its full range of motion. The catheter identification ablation test were performed. The catheter was reprogrammed and connected to the pulseselect generator via a test cic. However, an error 2000 occurred, related to catheter electrical current. Hipot and electrical continuity tests confirmed that the electrode wires were intact, with no detachment or breakage observed. X-ray imaging verified that the catheter handle connector receptacle properly mates with the test cable connector plug, without any interference. In conclusion, the loop catheter failed the returned product inspection due to the dual lumen detached from the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, there were issues with catheter steering and deflection. The physician performed ablations on the pulmonary veins, posterior wall, and attempted a mitral isthmus line. No abnormalities were noted visually on fluoroscopy. However, after the catheter was removed from the body, a separation between the deflection mechanism and the array at the tip of the catheter was observed by the scrub tech. The scrub tech attempted to correct the array by working the deflection mechanism. The catheter was then replaced with another pulseselect catheter, and the physician completed some touch-up work with the second catheter. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.